Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the interconnect cable was faulty and would not connect. The field engineer responded the system was unusable because the cable could not be connected at all. There is no report of injury or death.